Event description:
It was reported that during implantation a black particle came out of the inserter. The doctor removed it and the lens was fully inserted. No patient injuries were reported and the material is not available for investigation. No further information available.

Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: n/a, lens remains implanted, therefore not explanted. Telephone number: +31 515488888 the foreign particle was not returned for evaluation as it was discarded. Therefore; a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: device evaluation: the preloaded unit was not returned for evaluation. However, the complaint source photo provided was evaluated. The evaluation found a single black foreign material. Further evaluation could not be performed. The complaint issue of foreign material - loose was identified during the photo evaluation; however, based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Corrected data: in review, it was noted that the code "4114" was inadvertently added to the section "h6: type of investigation" of the initial MDR report, which is incorrect. The information has been corrected in this supplemental MDR report and the following field was updated accordingly: section h6: 4117: device not accessible for testing all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.